Event description:
On (B)(6) 2011, pt reported she experienced issues with the infusion set cannula bending and this caused her blood glucose to go up. Pt stated her blood glucose was up around 250 mg/dl. Pt's normal blood glucose range is 120-150 mg/dl. Pt reported to treat herself she would change her infusion site to a different type of infusion set and bolus. Pt stated this would bring her blood glucose back down for the time being until she inserted a new infusion set. Pt used the insertion assist plus device to insert the infusion sets. Pt reported the infusion sets did not leak and there were no insertion concerns. Pt stated she began to notice the issue when she started using the infusion sets in (B)(6). Pt reported she recognized the issue about 24 hours after inserting the infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.